Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the nurse closed the tube after the patient had finished their fluids. They found that the tube closure fluid bag had not leaked but noticed a crack in the bottle and leakage.

Manufacturer narrative:
Additional information received: see b tab. Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted. MFR# 1911916-2025-00485 will be void.

Event description:
Additional information: the syringe was confirmed to be broken. The crack was found before the package was opened. No harm was caused to the patient or medical staff. The nurse directly replaced it with a new pre-filled syringe for use.